Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the skin graft mesher blade was not gripping skin. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On april 13, 2018, it was reported that the blade was not gripping skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) twice as documented in the repair reports in livelink. The last repair was august 11, 2014 where it was reported that the skin was not dripping and the roller, bushings, side plates, comb, gears and damaged hardware were replaced. Product review of the skin graft mesher by zimmer biomet surgical was not performed since the customer denied the aged repair quote. The customer asked for the devices to be returned unrepaired since the account is purchasing new devices. Repair of the skin graft mesher was not performed by zimmer biomet surgical since the customer denied the aged repair quote. The customer asked for the devices to be returned unrepaired since the account is purchasing new devices. The reported event was non-verifiable since the product review was not performed since the customer denied the aged repair quote and requested the device to be returned unrepaired. The root cause of the blade not gripping the skin cannot be specifically determined with the provided information since the customer denied the aged repair quote and the device was returned to the account unrepaired. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.